Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: during pm visit, options not found. Tried resetting rtc and still the issue was not resolved . Modes are disabled . No patient involvement.

Event description:
The following was reported to hamilton medical ag: during pm visit, options not found. Tried resetting rtc and still the issue was not resolved . Modes are disabled . No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) .

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). During start up at preventive maintenance the options disappeared in configuration menu. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatorty tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care.

Event description:
The following was reported to hamilton medical ag: during pm visit, options not found. Tried resetting rtc and still the issue was not resolved. Modes are disabled. No patient involvement.